Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer's blood glucose (bg) level was displayed as "high"; although a specific value was not provided. The customer addressed their bg with a manual injection. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.